Event description:
Did not result in permanent damage or prolonged hospitalization. Urologist called because "foley placed upon admission - caused bleeding and did not drain at first." His progress note impression was "catheter trauma" and his recommendation was "discontinue of these (sic) all silicone foley catheters and remove this one asap."